Event description:
Patient reported their left lateral incisor is overlapping their left central incisor. Patient also reports that they have bone loss on the bottom, their dentist said that it was fine for them to stay in their current aligner but not continue to shift their teeth. They will need a retainer. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.